Event description:
The patient reported that she experienced severe pain. She stated that according to her hcp, her pump was not working, because the reservoir was still full when the patient returned for her refill. The patient stated "all kinds of tests were done on the pump", but she was unsure of what tests. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported; the device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.